Event description:
According to the reporter, they were requesting for assistance with a patient pillcam study. The study of four and a half hours showed patient had nsaid induced erosion and stricture, the capsule has been retained for about 8 weeks. The patient was not complaining of any pain or any obstruction symptoms. The patient had a double balloon endoscopy and they could not reach the pillcam and has received a least two abdominal x-rays which show the capsule that appears to still be in the right lower quadrant. A CT enteroscopy was performed and there was no masses identified.